Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the whole insulin pump was cracked and broken. The customer was working on their truck when the insulin pump fell off their belt. They did not know it fell and had backed over it. The customer's blood glucose level was 140 mg/dl. They were advised to discontinue use of the device and revert to a back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip, missing end cap, missing motor, missing vibrator motor and missing electronics.